Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button issues) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a missing response button cover and switch. The root cause for the missing response button cover and switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor's response buttons were non-functional.